Manufacturer narrative:
Imf coding corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no external factors causing the pump stall were identified. The patient went to their healthcare provider's office and they interrogated the pump. The patient claimed that they haven't had any symptoms and the pump was working properly because they were not experiencing pain. The patient said they were happy with their pump as of now.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for malignant pain. It was reported that the patient was trying to give herself a bolus and got the code 8476. Caller was not with the patient at the time of the call. Agent asked if the patient had an magnetic resonance imaging (MRI) shortly before the code appeared and caller stated they did not know. The issue was not resolved through troubleshooting. Additional information was received from the patient they saw code 8476. Patient claimed they did not have an MRI and they have never heard the pump alarm when they have had MRI's in the past. Yesterday they were at home in bed and their pump made an alarm and the ptm showed it was a code number of 8476. Pt went to their hcp and the pump turned on by its own and then they got the pump interrogated. Pt was redirected to hcp. Pts pump had drugs morphine, fentanyl, bupivacaine, and clonidine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.